Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
Pain in left knee and lower leg for 6 weeks; osteolysis in left tibia head with pathological fracture in the area of the osteolysis. Fracture occurred in (B) (6) 2010; x-ray of (B) (6) 2009 is still without fracture.